Event description:
Catheter fell out requiring replacement.

Manufacturer narrative:
According to the customer, on (B)(6) 2023, the "foley was found laying next to the patient in their hospital". The customer reports a new foley was placed due to the reported incident. There was no injury reported and the patient is doing "fine". There is no sample available to be returned. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted